Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device could not load certain software, however could not confirm the comment that there was a slow boot-up. It was also noted that the power supply was noisy, keyboard was damaged, and there were four overheating messages in the logs. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to load certain software. It was also reported that the programmer was very slow. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer tested out of specification during manufacturer¿s analysis.